Event description:
At 2000, rn noted IV volutrol full of fluid (vent open, roller clamp tightly closed). IV site was checked and noted intact. One hour later (2100), IV fluid level is unchanged, drip chamber and volutrol still full. No alarm noted. Pump indicates that fluid is infusing when in fact, it is not. Fluid: dextrose five and .25 normal saline with 10 meq potassium chloride per liter. Rate: 15 ml/hr.